Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. The customer's blood glucose level was 117 mg/dl. The customer declined troubleshooting with tandem technical support. Reportedly, the customer changed all supplies.